Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned for evaluation. The clinical event data from the event was returned and evaluated. Review of the data indicated the criteria was not met for an advised shock due to chest compressions (CPR) being performed and contributing to no shock advised. The manual states to "keep patient motionless during ECG analysis. Do not touch the patient during analysis. Cease all movement via stretcher or vehicle before analyzing the ECG". Based on our review of the data we have concluded that the analysis program results were correct for the specific analyses in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.